Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 105 mg/dl and the sensor glucose was below 40 mg/dl at the time of the incident. Customer declined for troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and found cannula retracted inside sensor base. Also found excessive dried blood in sensor base. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.